Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This complaint is MDR reportable. It was reported that before use a bd phaseal¿ protector 14 was found with foreign matter. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: the customer complaints about foreign matter after preparing the drug. Taking into account the description, coring cannot be discarded. The customer complaints about foreign matter after preparing the drug. Phaseal products are manufactured according to iso 13485 requirements in a class 8 clean area according to iso 14644-1. Internal procedures describe all the rules and instructions to follow before entering the phaseal area. Make up and jewelry are not allowed, special clothes and shoes are used inside the area, hair (and beard, in case) are covered. Assembly machines are capsulated and flow cabinets are used for the visual inspection and re-process of the material. Clearance and cleaning of the packaging line is performed according to internal procedures before starting a new lot. On the other hand, maintenance of the packaging machines is performed monthly to ensure the correct cleaning and functionality of the machines. Visual inspection of the protector is performed during the assembly and packing process. Related to coring, phaseal cannulas are designed to reduce this tendency. Different factors impact on coring, and it can come from the membrane but also from the rubber stopper. If coring comes from membrane performing multiple injections could lead to fragmentation. If membrane is excessively welded, coring can also take place. If coring comes from rubber stopper: quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. The cannula also impact on coring. Phaseal needles are designed to reduce occurrence the occurrence. The misuse by the user is another important factor. If the user makes a bad connection or turn the connector on the cap of the vial rather than insert it vertically, the cannula of the connector because of the rubbing with the stopper of the vial/infusion bag may cause detachment of particles from the cap. Foreign matter/ coring the customer complaints about foreign matter after preparing the drug. Taking into account the description, coring cannot be discarded. Phaseal products are manufactured according to iso 13485 requirements in a class 8 clean area according to iso 14644-1. Internal procedure (B)(4) (current version) describes all the rules and instructions to follow before entering the phaseal area. Make up and jewelry are not allowed, special clothes and shoes are used inside the area, hair (and beard, in case) are covered. Assembly machines are capsulated and flow cabinets are used for the visual inspection and re-process of the material. Clearance and cleaning of the assembly lines are performed according to (B)(4) and (B)(4) (current versions). Maintenance of the lines is performed in a weekly basis. Clearance of the packaging line is performed according to (B)(4) before starting a new lot and cleaning equipment is performed according to (B)(4) (current version). On the other hand, maintenance of the packaging machines is performed monthly to ensure the correct cleaning and functionality of the machines. Visual inspection of the protector p50 is performed according to (B)(4) (current version). Visual inspection of the blister is performed according to (B)(4) (current version). Related to coring, phaseal cannulas are designed to reduce this tendency. Different factors impact on coring, and it can come from the membrane but also from the rubber stopper (vial/ infusion bag). If coring comes from membrane: human error: performing multiple injections on the membrane could lead to fragmentation. Machines: if membrane is excessively welded, consistency is higher and elasticity lower, and once it is pierced by the cannula, it could provoke membrane fragmentation. Materials: cannula. See below. If coring comes from rubber stopper: materials: rubber stopper. Quality of rubber stopper will impact the occurrence of particles. The larger the percentage of inorganic filler in the rubber stopper, the more often cores and fragments will be produced. Capping conditions have shown to have significant effect on coring tendency. The type of crimping device used as well as the sealing force will have an influence on coring. Materials: cannula. Design and dimensions of the needle influence the tendency for coring, especially regarding the production of larger cores, cut out from the rubber stopper by the needle edges. Phaseal needles are designed to reduce occurrence of coring. Misuse by the user: if the user makes a bad connection or turn the protector on the cap of the vial rather than insert it vertically, the cannula of the connector because of the rubbing with the stopper of the vial/infusion bag may cause detachment of particles from the cap. It is recommended to carefully follow the instructions explained in the IFU. For every manufactured lot the laboratory technician made the particles fragmentation test according to the (B)(4) procedure. The test is carried out within a in a laminate flow hood. Staff has to wear a lab coat, cap and gloves. Conclusion: no samples or pictures are available to confirm the defect. No qn¿s or other events were found during DHR review. Fragmentation test results are acceptable.